Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose levels as high as 390 mg/dl. The customer delivered a bolus to address bg level. The customer reported that was new to the pump and had not adjusted settings. The contact reported would consult with their healthcare provider regarding the customer's settings.